Event description:
Healthcare professional reported "rupture". This record is for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., a.6., b.5., b.6., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4, h6.

Event description:
Healthcare professional reported right side rupture and calcifications. The report of cysts have been deemed not device related. The device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken and opening assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.